Manufacturer narrative:
N/a.

Event description:
The following has been reported: the patient presented a hypersensitivity reaction during the infusion. After the onset of the adverse reaction, the chemotherapy infusion was temporarily interrupted (treatment pause), followed by discontinuation after the adverse event. Medication: paclitaxel. Start of medication use: (B)(6) 2026 14:19. Infusion interruption after the onset of the adr: (B)(6) 2026 14:26. Discontinuation after the adverse event. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.